Event description:
On 3/27/23, it was reported a thermal event involving a power x1 battery occurred on (B)(6) 2023. During a call, the subject battery would not power the stretcher and was removed from the stretcher and placed inside the ambulance. Upon return to the ambulance, it was discovered the battery was smoking and the bottom of the battery had begun to melt to a laminate shelf. The battery was not installed on the stretcher at the time of incident. It is unknown if the battery was being charged at the time of incident. The battery was removed from the ambulance with no further incident. The subject battery has been returned and is being evaluated by the battery manufacturer.

Manufacturer narrative:
After further analysis, it was confirmed the battery manufacturing date was within the scope of open recall z-0184-2023. The end user had recently acquired another service and they were under the assumption the recalled batteries were taken care of by the prior owner. Containment activities were conducted and all affected batteries located at the customer's location were replaced and removed from their facility.

Event description:
On 3/27/23, it was reported a thermal event involving a power x1 battery occurred on (B)(6) 23. During a call, the subject battery would not power the stretcher and was removed from the stretcher and placed inside the ambulance. Upon return to the ambulance, it was discovered the battery was smoking and the bottom of the battery had begun to melt to a laminate shelf. The battery was not installed on the stretcher at the time of incident. It is unknown if the battery was being charged at the time of incident. The battery was removed from the ambulance with no further incident. The subject battery has been returned and is being evaluated by the battery manufacturer.